Event description:
The pt with an underlying medical condition of a herniated disc underwent a dura repair on the lumbar spine. One day post surgery, it was discovered that the duragen plus product that was used and implanted in the pt had an expiration date of july 2010. The expiration date was not identified prior to implantation. It was reported that with regards to the dura repair, the pt did well and there was no dural leak. The pt was already receiving antibiotics.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.